Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during noninvasive electrophysiologic programmed stimulation the device was found to be in backup vvi mode. No therapies were performed for the ventricular fibrillation zone. The device was restored by download and remains implanted.